Manufacturer narrative:
(B)(4). Additional information received from customer: "dr was doing a femoral cvc insertion on a septic, female patient. Dr demonstrated that the spring guidewire was removed through the needle during the insertion process. He stated that the guidewire was removed very quickly as it is an urgent medical situation. The shearing off of a small section of the spring wire was not noticed until patient was imaged in radiology. Interventional radiologist identified the foreign body and removed it. Section of spring wire was located in patient femoral vein. No further intervention was required for the patient. Incident discussed with patient by medical team involved." Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed. The customer explicitly stated that the guidewire was removed through the needle very quickly, which directly contradicts the IFU statement, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Due to this finding, intentional user error (not per IFU) caused or contributed to this event. An in-service request has been initiated to further train this clinician. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the central line wire sheath peeled off while removing the guide wire and was retained in the femoral vein requiring interventional radiologist to remove the wire sheath.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the central line wire sheath peeled off while removing the guide wire and was retained in the femoral vein requiring interventional radiologist to remove the wire sheath.